Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 500 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was bent. As treatment, the parent changed out the pod.

Manufacturer narrative:
The device was returned in the fully deployed position. The download data shows that the device completed both first and second prime and delivered 2710 pulses with no timeouts or drive stalls before being deactivated. Inspection of the needle mechanism assembly found no issues. The needle mechanism assembly was reset to the not deployed position, and the device deployed as intended during manual deployment. No issues were found that would cause a needle mechanism failure. Inspection of the soft cannula found no bends or kinks. Insulin was able to freely flow through the fluid path.